Manufacturer narrative:
The following fields have been updated with additional information: h6 annex b, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the technical support specialist that the users were logged out of the transaction when they were about to issue the medication lorazepam, which then prompted the key return. A technical support specialist assisted the customer with issues and provided the information. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medbank system user was unable to override the fridge key, prevented user from accessing medication for a patient. The fridge key was categorized under "override category high alert," and the user has only emergency override access. The customer stated that there was a slight delay in retrieving the medications as they just had to skip the extra transaction which took 2 to 3 seconds. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the users were exited out of the transaction when they were about to issue the profiled medication lorazepam, which then prompted the key return. A technical support specialist assisted the customer with issue and provided the information. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system user was unable to override the fridge key, prevented user from accessing medication for a patient. The fridge key was categorized under "override category high alert," and the user has only emergency override access. The customer stated that there was a slight delay in retrieving the medications as they just had to skip the extra transaction which took 2 to 3 seconds. There were no adverse events or injuries reported based on this event.